Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Code no complaint received with the return of device. Event (failure) observed during analysis. A partial lead measuring 59.8cm was returned in two segments for analysis. External insulation abrasion was noted at 10.5-10.6cm and 10.9-11.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.9-9.0cm, 8.4-8.8cm, 11.2-12.2cm, and 14.4-14.6cm from the distal tip. The etfe coating was intact at these locations. (B)(4).